Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that while using day aligners, the patient had to get a crown on the lower right to stop the pain , 4th tooth from the middle, now the aligner won't fit and it broke.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.